Event description:
Two days post-procedure, changes in the electrocardiogram (ECG) were observed. Therefore, a coronary angiography (cag) was conducted and thrombus was confirmed in the implanted cypher and distal to it. Aspiration was conducted and then dialation was conducted with a complaint balloon at high pressures an untrated lesion distal to the implanted. Cypher was treated with a cypher stent. The patient is currently undergoing cardiac rehabilitation post-acute myocardial infarction (ami). During the index procedure,a de novo lesion in the left anterior to diagonal artery (american heart association (aha) codes 6-7) was treated. The lesion was 30 mm long, type c, eccentric and with moderate calcufication. The lesion was not in a bifurcation and did not have a pre-existing clot. The vessel was not tortuous.